Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge, and is using off-label insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use, and to use approved insulin. A cartridge change and infusion set was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.